Manufacturer narrative:
Batch review performed on 05 september 2019 lot 166635: (B)(4) items manufactured and released on 15-feb-2017. Expiration date: 2022-02-07. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implants involved in the event, batch review performed on 05 september 2019 stem: amistem h 01.18.141 ha coated lat stem size 1 (k093944) lot. 161434 lot 161434: (B)(4) items manufactured and released on 16-jun-2016. Expiration date: 2021-05-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Liner: versafitcup dm 01.26.2848 mhc double mobility hc liner ø 48/28 (k092265) lot. 171727 lot 171727: (B)(4) items manufactured and released on 26-jul-2017. Expiration date: 2022-07-09. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Ball heads: mectacer 01.29.202 biolox delta ceramic ball head 12/14 ø 28 size m 0 (k112115) lot. 171403. Lot 171403: (B)(4) items manufactured and released on 25-jul-2017. Expiration date: 2022-07-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in complaining of pain. The cause of the pain is unknown. The surgeon did not provide any additional details. The revision surgery will take place on (B)(6) 2019. More details to follow once the revision surgery has been completed.

Manufacturer narrative:
The patient has been complaining of pain and the cause of the pain is unknown. Numerous labs have been taken and the surgeon, about 2 years after primary decided to explant all hardware and implant an antibiotic spacer. The surgery was completed successfully. When the agent was asked if this was an infection, she replied that the surgeon is not sure what the issue is but decided to remove all hardware and take labs.